Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast reconstruction procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. A CT scan performed showed deflation of the right breast prosthesis. As a result, the patient underwent explantation and replacement with mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2018.